Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, three years and two months of post filter deployment, the patient presented with abdominal pain. Computed tomography scan was revealed superior extent of the filter was at the inferior l2 vertebral body. Inferior extent was at the inferior l3 vertebral body. A total of six prongs have perforated the inferior vena cava with maximum distance of 3mm. Coronal images showed 3-degree tilt left to right. A single prong had perforated the aorta. No sagittal images were obtained. Therefore, the investigation is confirmed for the perforation of the inferior vena cava(ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 03/2017.